Event description:
Unomedical reference number : (B)(4). Event occurred in the united states. It was reported that the patient an event of tubing issue with an infusion set as the tubing was leaking at site on body after being used fr 8 hours. Patient's blood glucose at the time of event was 367mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.